Event description:
It was reported that the customer was hospitalized with dka. Troubleshooting indicated the device was working properly. Explained the 2hgb rule and sent tubing clamp for further testing.